Event description:
It was reported that during a percutaneous coronary intervention treatment procedure the balloon froze on the wire. The 75% stenosed lesion was located in a moderately tortuous and severely calcified mid right coronary artery. The lesion was predilated with the nc quantum apex mr 12mm x 3.00mm balloon. The lesion was then ablated with a rota burr 1.5mm. The balloon was inflated at nominal pressure for thirty seconds, second inflation was at twenty atmospheres for thirty seconds and third inflation was at twenty four atmospheres for thirty seconds. The balloon became stuck with a non bsc guide wire after the third inflation. The catheter and the wire were removed from the patient as a single unit. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure the balloon froze on the wire. The 75% stenosed lesion was located in a moderately tortuous and severely calcified mid right coronary artery. The lesion was predilated with the nc quantum apex mr 12mm x 3.00mm balloon. The lesion was then ablated with a rota burr 1.5mm. The balloon was inflated at nominal pressure for thirty seconds, second inflation was at twenty atmospheres for thirty seconds and third inflation was at twenty four atmospheres for thirty seconds. The balloon became stuck with a non bsc guide wire after the third inflation. The catheter and the wire were removed from the patient as a single unit. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed there was solidified contrast in the inflation lumen and the wire lumen. The inner shaft was flattened and stretched on both sides of the distal markerband. The guidewire was protruding 46 cm from the catheter tip. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The catheter was soaked in a bath of circulating water to attempt to loosen solidified contrast in the inflation lumen and wire lumen. The guidewire was withdrawn from the catheter encountering resistance most likely due to the inner shaft damage. An inflation device filled with water was used to pressurize the catheter to rated burst pressure to test for wire movement. There was no guidewire movement while the catheter was inflated. The catheter was locked-up on the guidewire in the as-received condition, confirming the reported catheter-guidewire interaction; however, it appears that the inner shaft damage prevented wire movement while the catheter was inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is classified as user error as the balloon was reported to have been inflated above the rated burst pressure. (B)(4).